Manufacturer narrative:
Gbo complaint (B)(4). Received 1 used pc for evaluation. Received customer pictures. We have no further complaint on the material/batch. Remaining inventory samples were visually inspected and no deviation could be observed. The safety mechanisms were activated. They were found to work properly. And lock with audible click. The locked protector manually manipulated but the safety lock mechanism did not release back. Documents of the concern batch were reviewed and there were no abnormalities in the manufacturing processes and no product with defects was found. Retained samples were visually inspected; no defects in any of the components could be observed. Functional test, move force test, pull force were performed; results were within specification. No failure in the safety strength of the device could be observed. Used samples were visually examined. There was indication that external influences (e.g., undue force) affected the functionality of this particular device. The complaint can not be confirmed

Event description:
Customer advised that the safety device is not activating appropriately and does not lock the needle in the hub.